Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he experienced a low blood glucose event. The patient reported that at the time of the event, the receiver was displaying question marks. The patient lost consciousness and was sent to the emergency room where he was administered glucose through an IV and was there for 4 hours. At the time of the call to dexcom technical support, the patient reported being in fine condition.